Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge shroud detached from multiple cartridges. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.